Event description:
The pt was being fed through a gastrostomy tube using a pump. 240 ml of an enteral feeding solution were hung, and the pump was set to deliver 270 ml/hr. 240 ml were delivered in 10-20 minutes. During the night the pump is set to deliver 480 ml. And the entire amount is infused in 2-2.5 hrs. The pump will continue to operate even when empty. The pt's school has had the problem for 2-3 months and at home for 2-3 weeks. There was no illness, injury or medical intervention resulting from the event. One pt involved.